Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00923. It was reported a lead had eroded through the skin which caused a bump over the incision site. In turn, the patient was treated with antibiotics. As a result, the patient was admitted to the hospital and the system was explanted. No representative was present during the explant.